Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.

Event description:
It was reported that during device change out due to eri, an increased high capture thresholds was observed. Patient was asymptomatic. The lead was explanted.